Event description:
Pump alarmed. Would not infuse intravenous solutions. Attempts to reset control, etc and the pump still would not infuse fluids. Pumps were changed out. There was no pt harm or delay in treatment.